Manufacturer narrative:
Date of initial report: 04/16/2009. To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. On 04/01/2009, a covidien rep provided a supplemental inservice to the hospital nursing staff, and the appropriate surgeons in the proper use of the lf4200 device.

Event description:
The report stated that the device jaws jammed and had to be cut out of the tissue.